Event description:
It was reported to medtronic neurosurgery that that the patient was implanted with the product due to hydrocephalus. Allegedly, on (B)(6) 2013, the pressure level was checked and was found to be 1.2. According to the report, the patient had headaches intermittently. The report stated that on (B)(6) 2014, the patient went to the hospital for a CT scan. Reportedly, the physician indicated that the valve pressure needed to be checked. According to the report, on (B)(6) 2014, the pressure level was 2.5. Reportedly, the patient had fallen down before. The report stated that the pressure was adjusted to 1.5. According to the report, the patient was ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.